Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the abscence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010, to report that pt experienced a failed sensor. Pt's mother reported that the sensor never worked right and "always had more question marks than readings." Pt's mother reported that, upon removing the sensor, the wire broke and was protruding from the insertion site. She then removed the retained distal fragment from pt's skin. No medical attention was required, and pt was fine and healthy at the time of his mother's call to dexcom technical support.